Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the pump¿s screen remained blank for several days while on charge, and the sleep/wake button was unresponsive; remote troubleshooting was attempted but could not proceed further due to the black display and the user declining to remove the case, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no alarms, and device replacement arranged through standard support channels. Investigation included remote troubleshooting and case review. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.